Event description:
According to the available information, this inflatable penile prosthesis was implanted on (B)(6) 2011 and revised and the device replaced on (B)(6) 2020 due to air/leak. Information received indicated that the old reservoir was drained and retained. Additional information received from the territory manager noted that there was visible air in the pump at the time of explant. A titan otr pump, two cylinders, inlet tubing segment and connector, and two 3cm rear tip extenders (rtes) were received for evaluation. Examination and testing of the returned component revealed a separation within confined abrasion of the pump inlet tubing. Testing revealed this to be a site of leakage. Microscopic inspection revealed partial separations on the cylinder 2 exhaust tubing. Testing revealed these to not be sites of leakage. Some of the partial separations were within abrasion. Microscopic evaluation revealed surface abrasion on all pump strain reliefs, the longer pump exhaust tubing, the inlet tubing, and the cylinder 2 exhaust tubing. No functional abnormalities were noted with cylinders 1 or 2, or the inlet tubing segment/connector. Based on examination of the returned product, it was concluded that the abrasion marks noted on the longer pump exhaust tubing and inlet tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This positioning resulted in the pump inlet tubing kinking onto itself for a period of time. This positioning in combination with device usage over time, may contribute to sufficient stress(s) to cause a separation of the pump inlet tubing. A separation of this type may then allow the loss of fluid, making the device inoperable.

Manufacturer narrative:
D4 lot# 2702219. A review of the device history record by the contract manufacturer confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, air/leak was reported. The device was revised/replaced. The old reservoir was drained and retained. Device to be returned. Additional info. From tm on 10/06/20: "no, there was air visible in pump at time of explant."